Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient had a return of symptoms. The patient went to their hcp and impedances were found to be over 40,000 ohms on all contacts. X-rays showed the extension was cut. The hcp replaced the extension and implantable neurostimulator (ins). After the revision, the issue was resolved. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis of the extension found the conductor on the body of the extension was broken (overstess/damage). All conductors were broken (overstress damage) 48 cm from the proximal end. The insulation was twisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.